Event description:
Heartmate 2 patient presents with 2nd episode of gastrointestinal (gi) bleeding post left ventricular assist device (lvad) placement and international normalized ratio (inr) 7.0 (requiring reversal with vitamin k). Hemoglobin had dropped from 12.8 to 7 over the course of 3 weeks. Required 7 units of transfused over the course of a prolonged hospitalization. Endoscopic evaluation (esophagogastroduodenoscopy (egd), colonoscopy, capsule endoscopy, push enteroscopy) revealed two non-bleeding angiodysplastic lesions in the stomach and three non-bleeding angiodysplastic lesions in the duodenum; treated with argon therapy. Pt was successfully bridged from heparin to coumadin prior to discharge. Aspirin was reduced to 81 mg daily (not stopped due to prior history of cerebrovascular accident (cva)).